Manufacturer narrative:
(B)(4) - although there is a temporal relationship between the ccpd treatment on (B)(6) 2017 and the reported event of fluid overload and hospitalization. There is no documentation to determine the causality of the fluid overload, the hospital course including treatment obtained to correct the fluid overload is unknown. Any association between the liberty cycler or any fresenius products and the event of hospitalization for fluid overload cannot be determined based on the lack of information provided. Additional information related to the patient's history, comorbidities, and course of hospitalization is needed to determine potential causality. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis (pd) registered nurse (rn) that this pd patient was hospitalized (B)(6) 2017 due to fluid overload. However, the hospital course was unknown. The pdrn reported the patient was seen in clinic on (B)(6) 2017, re-educated, and reset up with new supplies to complete treatment. The patient had been completing ccpd therapy on the cycler without issues or missed treatments.